Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report that the drive support cap was loose and was sticking out. The customer's blood glucose reading was unknown, but was reported as "normal". No further details were provided.